Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: the product was not available for investigation; however the customer confirmed that the complaint sample material number and lot number. From the information provided by the customer it appears that the customer experienced a recessed smartsite piston upon disconnection of the connecting product; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the provided product number.

Event description:
It was reported bd alaris smartsite needle-free valve had leakage issues. The following information was provided by the initial reporter: "when the tube was sealed, the depression at the interface of the needle-free closed infusion joint could not rebound to its position. The indwelling needle returned blood."

Manufacturer narrative:
Initial reporter phone#:(B)(6). : the product was not available for investigation; however the customer confirmed that the complaint sample material number and lot number. From the information provided by the customer it appears that the customer experienced a recessed smartsite piston upon disconnection of the connecting product; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the provided product number.

Event description:
It was reported bd alaris smartsite needle-free valve had leakage issues. The following information was provided by the initial reporter: "when the tube was sealed, the depression at the interface of the needle-free closed infusion joint could not rebound to its position. The indwelling needle returned blood."